Event description:
During surgery, this device does not function as well as the other two tensioners used. When half of the desired tension has been achieved/reached it stops and will not turn further, leaving the wire too loose. There was no adverse consequence to the pt or delay in surgery or anesthesia time.